Manufacturer narrative:
Updated field: b4, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10 a getinge field service engineer (fse) was dispatched to evaluate this unit. The customer stated a system over temperature alarm was present during use. The fse replaced scroll compressor and temp sensor. The fse completed the compressor test with optimal performance. The unit ran without issue for 30mins. The fse completed a calibration, safety, and functionality checks, all passed as per factory specifications. The iabp was returned to the customer and released for clinical use.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse evaluated the iabp and replaced the scroll compressor and the temperature sensor. Compressor test with optimal performance was completed. The unit ran without issue for 30mins. The fse then completed a calibration, safety, and functionality checks, all passed as per factory specifications. The iabp was returned to the customer and released for clinical use. A supplemental report will be submitted upon completion of our investigation. Full event site name: (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an over temperature alarm. There was no harm or injury to the patient and no adverse event was reported.